Manufacturer narrative:
(B)(4) date sent: 9/20/2024 b3: event year only reported: 2024 d4 batch #: unknown d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H10: mw5158320 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, according to the literature, a retrospective study evaluated recurrence patterns and long-term outcomes in patients with colorectal liver metastases (crlm) undergoing resection and ablation with or without hepatic artery infusion pump (haip)and infusional floxuridine (fudr). Between 2017 and 2021, a total of 124 patients underwent hepatic resection and microwave ablation. There were 60 patients who underwent hepatectomy, microwave ablation and hepatic arterial infusion pump placement. Emprint or a competitors devices were used during mwa. The following adverse events were reported for the ablation plus hepatic resection cohort: pleural effusion (2), biliary fistula (1), ileus (5), abscess (1) atrial fibrillation (6), postoperative hypertension (1), bile leak (1), and postoperative blood loss anemia (13). The following adverse events were reported for the ablation plus hepatic resection plus haip cohort: pleural effusion (1), ileus (9).